Event description:
Same case as MFR #: 2134265-2010-01413. It was reported that during a coronary drug-eluting stenting treatment procedure, stent damage occurred. The 80% stenosed, 2.5x22mm de novo, eccentric target lesion was located in the severely calcified mid left anterior descending artery (lad). The lesion was predilated with a 2.5x12mm quantum maverick coronary balloon. A taxus liberte 2.5x28mm stent delivery system (sds) was advanced but due to the angle of the vessel and the severe calcification the device could not cross. When the physician withdrew the sds, stent damage was noted on the proximal end. Another taxus liberte 2.5x28mm sds was advanced but it also failed to cross the lesion and proximal stent damage was noted. Since the devices did not cross the lesion and due to the heavy calcification and vessel angulation the procedure was terminated. There were no patient complications and the patient's current condition is listed as "stable".

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluated by MFR. A visual and microscopic examination of the returned stent delivery system (sds) revealed proximal stent damage. The struts on the row 4 from the proximal end were raised distally. The struts in the distal and middle sections of the stent were in alignment. The stent was rotated under magnification and there was no fractured stent struts. The balloon and tip sections of the device were also examined and no damage was noted that could have contributed to the event. The balloon was tightly wrapped and was not subjected to positive pressure. There were no kinks or damage noted along the shaft of the device. A 0.015 inch product mandrel was inserted through the lumen without resistance. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MFR #: 2134265-2010-01413. It was reported that during a coronary drug-eluting stenting treatment procedure, stent damage occurred. The 80% stenosed, 2.5x22mm de novo, eccentric target lesion was located in the severely calcified mid left anterior descending artery (lad). The lesion was predilated with a 2.5x12mm quantum maverick coronary balloon. A taxus liberte 2.5x28mm stent delivery system (sds) was advanced but due to the angle of the vessel and the severe calcification the device could not cross. When the physician withdrew the sds, stent damage was noted on the proximal end. Another taxus liberte 2.5x28mm sds was advanced but it also failed to cross the lesion and proximal stent damage was noted. Since the devices did not cross the lesion and due to the heavy calcification and vessel angulation the procedure was terminated. There were no patient complications and the patient's current condition is listed as "stable".